Event description:
It was reported that impedance testing performed during an implant procedure found high impedances of >10000 ohms with the patient¿s implantable neurostimulator (ins) system. It was stated the high impedance issue was found with electrodes ¿6 and 7 on the final impedance check through of the whole battery¿ during the procedure and with electrodes ¿4 and 5 as well when the patient was in recovery.¿ it was reported the operating doctor ¿tried to reinsert both at the lead site and the battery to get all (impedances) in range, but they did not resolve.¿ it was stated the patient¿s physician was happy to leave the ins system in place as electrodes 6 and 7 were not used in the patient¿s programming at the time of implant. It was further reported that during recovery, electrodes 4 and 5 also became out of range. It was noted the patient¿s pain physician was advised of this in case further reprogramming would be needed. It was noted further diagnostic testing and troubleshooting would be performed in the future. It was also reported the patient was ¿in a lot of post op pain and quite confused and complained of left leg numbness.¿ it was stated the patient was ¿examined thoroughly¿ by a physician and it was ¿not deemed to be anything to do with the stimulator.¿ it was noted the stimulation was left off at the time of report. Additional information reported that ¿problems¿ had occurred with insertion of the extension into the head block during implantation. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3878-45, lot# 0207856654, implanted: (B)(6) 2014, product type: lead; product ID 3878-45, lot# 0207841926, implanted: (B)(6) 2014, product type: lead; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 37081-40, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information stated the patient was ¿seen again for recharger training and the issues were programmed around.¿ it was noted the reporter ¿had not heard that there were any further issues¿ at the time of follow-up. Further additional information noted the reporter thought the high impedance issue remained and was ¿probably programmed around.¿ it was stated the cause of the high impedances was ¿unknown.¿ it was reported the ins had been left off for the first two weeks and that the patient was receiving ¿effective therapy¿ as of 34 days after initial report ¿as far as [the reporter] knew.¿

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.